Event description:
It was reported the pt experienced a loss of therapeutic effect following a fall. The details of the fall were not reported. It was stated the pt had been hospitalized several times due to the fall and subsequent return of symptoms. The specific symptoms were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available. Reference MFR report #3004209178-2010-09126.

Manufacturer narrative:
(B)(4).